Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information noted the leadless pacemaker (lp) exhibited high pacing impedance during surgery.

Event description:
Related manufacturer reference number: 2017865-2024-71964. It was reported the patient presented for implant procedure. During surgery, the delivery catheter shifted during fixation and the leadless pacemaker (lp) gouged out myocardial tissue resulting in pericardial effusion and tamponade. Pericardiocentesis was performed, the patient went into cardiac arrest, and percutaneous cardiopulmonary support (pcps) was used. The patient deceased the following day.